Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a mohs procedure in 2022 and suture was used. During the procedure, the suture unraveled. The procedure was completed by dropping a different set of sutures. The procedure was completed successfully with no patient harm. No adverse patient consequences were reported. No additional information was provided.